Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, the root cause of the suggested event could not be identified as no device problem was found. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device. Updated fields: b5, d8, d9, h2, h3, h4, h6, h11.

Event description:
It was reported that the subject device had the green noise in the image. The issue was found during bottom inspection diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.